Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was scheduled for an appointment on 2018-(B)(6). It was also reported they were still having a hard time charging. Only four black boxes for coupling. The therapy was still working but it just takes a lot of time to keep it [charging]. They thought it may have been from the swelling after the battery replacement but it's been two weeks and they still weren't charging well. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type implantable neurostimulator; other applicable components are: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported there was shocking when turning the device on and off. The shocking goes away but lasts for 10-15 minutes. Same thing when taking the impedance test and do any programming. All impedances were normal. The patient had a fall and hit their head in 2009. Their original implant was 2004. The battery was changed out and the connections were cleaned out, the shocking was still there but it improved a little bit. The issue remained unresolved. No further complications were reported as a result of this event.